Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 105 units for approximately 48 hours. The customer was unable to remember the blood glucose value, but reported blood glucose level was not below 100 mg/dl. Although requested by tandem technical support, no further information was provided by the customer.